Event description:
The account alleged that the brake pedal pops out of brake when the brake is activated and the bed is moved. No pt impact.

Manufacturer narrative:
The technician replaced the detent assembly to resolve the issue.